Event description:
It was reported that the user experienced a hypoglycemic event followed by hyperglycemia while using the ilet with a steel cannula infusion set, after treating a low blood glucose with multiple carbohydrate foods and then eating a high-carbohydrate dinner with a usual meal announcement; glucose subsequently rose to 314 mg/dl and then began trending down as the ilet delivered corrections, with no device alarms or supply issues observed and troubleshooting and education provided on correction behavior. Symptoms included pallor during the low and facial flushing, fatigue, and body discomfort during the high. Outcomes included transient low glucose at 54 mg/dl and high glucose above 180 mg/dl for less than 90 minutes, both managed without medical intervention or assistance. Investigation included review of device use, confirmation of correction algorithm function, and checks of infusion set and supplies. Investigation of this case revealed no device malfunction and suggested that off-routine eating, treatment carbohydrates, and a carbohydrate-heavy dinner without additional meal handling contributed to the excursions, with the algorithm correcting the subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.